Event description:
It was reported that the ultra 2 cutting balloon became stuck on the guidewire during withdrawal and separated. Anatomy details and number of inflations is unknown however the procedure was successfully completed. Upon removal, the physician encountered resistance when the balloon was out of guide catheter and only remained on the guidewire, outside of patient. The physician continued to pull as he did not want to loose guidewire access and the ultra2 balloon tip separated from catheter. The procedure was completed with this device. As this occurred outside the body, there were no patient complications and patient status was reported as 'okay'.